Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported patient with tissue erosion and transient light sensitivity syndrome of the left eye at three month lasik post-operative visit. At visit patient presented with red irritated eyes for three days and complained of eye being "watering, painful, and photophobic". Additional information from reporter indicated patient's topical steroid dosage was increased and the reported issue resolved after one week and reporter indicated the reported event will resolve without treatment.